Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- idiopathic scoliosis procedure- deformity correction, fusion levels implanted- t2-l2 it was reported that intra-op, set screw peeled upon insertion while reducing the rod. No patient complications were reported.

Manufacturer narrative:
Product analysis results: set screw location within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading, however there is a burr/area where the initial thread has rolled over on the face of the set screw, and this could have been from misalignment when starting the screw. No exact root cause could be determined at this time. If information is provided in the future, a supplemental report will be issued.